Event description:
(B)(4). I have dealt with extreme fatigue, sharp and constant dull pelvic pain, heavy bleeding and clotting, hair loss, skin rashes, etc. I've just had a radical hysterectomy, where the doctor told me that I also have developed endometriosis.